Manufacturer narrative:
The event description and coding for the patient and the device have been adjusted based on the additional information received. The device was returned to the manufacturer and it was received on 09 oct 2019. The returned valve was received with pannus deposition on the inflow side and on the leaflets. One of the leaflets resulted torn and the sewing ring was deeply deteriored. Further investigation is ongoing.

Event description:
On (B)(6) 2014, a male patient received a mitroflow 12a21 in aortic position. In (B)(6) 2019, a heart murmur was detected and, after that, the patient was diagnosed with heart failure. The device was visualized and severe aortic regurgitation was detected at the echo. Structural valve deterioration was confirmed for this case. On (B)(6) 2019, an aortic valve replacement was performed. The patient received an inspiris 21mm and a good outcome is reported after surgery.

Manufacturer narrative:
The returned prosthesis underwent visual inspection, x-ray exams and hysto-pathological analysis. Visual examination of the valve revealed a deformed prosthesis due to tears in all leaflets, which most likely caused valve insufficiency. Pannus overgrowth into inflow lumen caused a low degree of stenosis. There was no evidence of calcification or endocarditis in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified inflammatory cells. Based on the available information, it is not possible to draw a definitive root cause for the reported event. It is possible that the patient¿s clinical conditions and risk factors (hypertension and hyperlipidemia) may have contributed to the structural valve deterioration observed in this mitroflow valve. It should be noted that structural valve deterioration is listed as a possible adverse event in the mitroflow IFU. The event is, therefore, a known inherent risk of the device.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2014, a male patient received a mitroflow 12a21 in aortic position. In (B)(6) 2019, a heart murmur was observed. After that, the patient was diagnosed with heart failure. On (B)(6) 2019, an aortic valve replacement was performed due to severe aortic regurgitation and infection.